Event description:
It was reported the pt lost stimulation and her ipg has a "ipg low" warning. Allegedly, the sjm representative was able to increase the stimulation but the ipg battery was almost dead. Follow-up indicated the pt was undecided whether to undergo an ipg replacement procedure. It was reported the pt moved to a skilled nursing facility. She reported her pain is well controlled with medication and the system is currently turned off. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.